Event description:
Per complaint (B)(4), during clinical procedure, fracture of bone is observed.

Manufacturer narrative:
Patient age is unknown. Implant date is not applicable since the product was never placed. Explant date is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.